Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a follower patient listing form on (B)(6) 2017 that this device and electrode were explanted on (B)(6) 2017 due to infection.